Event description:
It was reported that the alarm sound was generated and the front panel was turned off on the insufflation unit . There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device alarm sound was generated, and the front panel was turned off on the insufflation unit was likely due to the front panel light off and an alarm occurred was due to a failure of the printed circuit board. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.